Event description:
During a right ventricular extrasystoles procedure with ensite x in voxel mode during geometry with ablation, a pericardial effusion occurred. The physician believes the perforation occurred during the transseptal puncture. The patient is stable, the effusion is stable and does not require cardiac surgery or pericardiocentesis. There are no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
FDA request to update device model information and corrected reportable aware date. Follow up report required.

Manufacturer narrative:
UDI related data quality updates only. Additional information: b5, g3, g6, h2, h11. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
This report includes updated device model information.

Manufacturer narrative:
**UDI related data quality updates only** model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.